Event description:
It was reported that an ilet system experienced loss of cgm connectivity followed by later reconnection during which the device delivered insulin while the reported glucose values were elevated, and the patient subsequently experienced a severe low that prompted an emergency department visit; excessive meal announcements were also observed. Symptoms included hypoglycemia. Outcomes included emergency medical evaluation without reported hospitalization. Investigation included review of device data and user-provided information. Investigation of this case revealed cgm disconnection for an extended period, delayed reconnection, high glucose at reconnection, automated insulin delivery prior to a subsequent hypoglycemic event, and an abnormal frequency of meal announcements. It was concluded that the cause of the event is unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.